Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to the FDA mw that was received on october 26, 2017 & provide additional information.

Event description:
Terumo received FDA mw5072780 on october 26, 2017 reporting the following information. The provider states he deployed closure device and the device seemed to deploy awkwardly, "the string kept pulling." No issue found with the device function. Closure achieved as expected.

Manufacturer narrative:
The actual device has not been received for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the doctor was placing an angio-seal in the patient's right femoral artery and he stated it felt different than normal during deployment. The patient had no issues and is doing well. The patient is doing well and was discharged the next day. The procedure outcome was successful. The device was used to complete the case and achieved hemostasis. It was reported that there was no blood loss.